Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Post market vigilance (pmv) received six products sealed with the appropriate packaging. The evaluation found no potentially contributing factors. It was reported that the needle unexpectedly separated from the thread and the suture thread broke. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total knee joint replacement, the thread disengaged from the needle on multiple foils when pulling the suture through on the first pass of suture when closing the subcutaneous tissue. A new box of suture was opened to resolve the issue in order to complete the case. There was no patient injury.